Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he experienced a low blood glucose of 32 mg/dl, as read by an emergency medical technician. The customer's sensor read 70 mg/dl at the time. The customer declined troubleshooting for the low blood glucose. Alarm history showed nothing abnormal. The doctor removed the insulin pump from the customer while he was at the hospital and also adjusted the basal rates and carbohydrates ratios, but the customer states the issue was persisting. Nothing further was reported.